Event description:
It was reported that the alert was delayed. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).